Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty pumphead module on channel c. To correct the condition, the channel c pumphead module was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have failed a air in line test on channel c, which could have interrupted delivery. This alarm may have been a false alarm. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.